Event description:
A discordant advia centaur xp bnp result was obtained on a pt sample. The laboratory originally got a high bnp result which they diluted on-system with mixed results. The customer then repeated the dilutions manually and on-system. The manual dilution results correlated better than the on-system results. The initial high result was reported to the emergency room physician. There was no report of pt intervention or adverse health consequences due to the discordant bnp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse did a functional system check and found a bubble under the wash displacement port. He removed the bubble and found no other issues. The fse ran calibrators and qc, the instrument is performing within specifications. It is not known if the bubble caused the discrepant result. No further evaluation of the device is required.